Event description:
It was reported that this previously capped left ventricular (lv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The previously capped lv lead remains capped. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).